Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to use the smart device's bluetooth settings and forget all bluetooth devices, close all applications, restart the smart device and relaunch the application. No additional patient or event information is available.